Manufacturer narrative:
This MDR was created based on an investigation finding indicating that there was a leakage past the stopper. Device evaluation: a device history record review was completed for provided material number 306572 and lot number 5016614. The review did not reveal any detected non-conformances during the production process that could have contributed to this incident. To aid in the investigation of this issue, one (1) sample syringe was returned for evaluation by our quality team. The syringe was examined and no defects were detected on the plunger rod or stopper components. The analysis did identify leakage past stopper. Following the investigation and based on the provided feedback, it is most probable that this incident resulted from customer misuse. Posiflush syringes are pre-filled singe use syringes intended for flushing. Pre-filled and conventional syringes have different purposes. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd posiflush-xs / sf leakage past the stopper (discovered during investigation). The following information was provided by the initial reporter: at 8 a.m., the plunger on the pre-filled syringe dislodged during central line blood sampling. Clinical consequences: no.